Event description:
It was reported to boston scientific corporation that an extractor rx balloon was used in a stone removal procedure on (B)(6) 2010. According to the complaint, during the procedure the balloon was unable to deflate when negative pressure was provided by the syringe. The syringe was reconnected to the device several times, and eventually was able to deflate the balloon. There were no patient complications and the patient's condition had been described as "good."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor rx balloon was used in a stone removal procedure on (B)(6), 2010. According to the complaint, during the procedure the balloon was unable to deflate when negative pressure was provided by the syringe. The syringe was reconnected to the device several times, and eventually was able to deflate the balloon. There were no patient complications and the patient's condition had been described as "good."

Manufacturer narrative:
A visual examination of the returned device revealed no issues. The proximal and distal bonds were examined and found to be meeting specification, there was no damage noted to the device and the balloon was able to be inflated successfully. Once, inflated the stopcock was then opened and the balloon deflated spontaneously by itself; no issues were noted. The reported defect was not confirmed. The root cause of the event was determined to be operational context, as some procedural factors may have contributed to the reported deflation difficulties.